Event description:
A home patient (hp) reported that system errors 2240 and 2367 occurred on the homechoice machine during use, during dwell 2 of 5. The hp revealed that the supply bag connection was loose. The baxter technical service representative explained the alarm and had the hp start over with new supplies. During a follow-up with the hp regarding the reported problem, she stated that it was her fault the connection was loose on the bag. The hp stated she just had eye surgery and was having difficulty seeing, causing her not to connect the product well. The hp stated she is now taking her time with the setup. She stated therapy is going better. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 was confirmed and the assignable cause is patient did not connect supply bag all the way (loose connection). The label review found the patient at home guide to be adequate for the use error in this incident. A batch review could not be performed as the lot number of this device is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.